Manufacturer narrative:
Section d was this device serviced by 3rd party was selected as it was omitted in the initial report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for mechanical circulatory support. While on support, there was an automated controller placement signal not reliable alarm. The team did not change to a backup controller. There was no reported harm or injury to the patient.